Manufacturer narrative:
Device evaluation: a review of the records related to this equipment that included labeling, manuals, trending, and risk documentation reviews for this equipment were performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Based on the investigation an electrical problem was found. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Field service specialist visited the account. He moved chair to up position, observed chair moving down without command, drifting, in z axis. He found the chair controller defective and replaced it. Fss also performed joystick and activetrak calibrations (tracker cameras, ir camera, centering and focus). System is working to amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that with the patient in the chair and prior to docking patient¿s eye the chair started to drift slowly downwards. The laser was not firing when chair moved slowly down. Then chair stopped working in z-axis. There was no issue with the previous surgery done that day.